Event description:
Related manufacturer reference number: 2017865-2023-10603, related manufacturer reference number: 2017865-2023-10604. It was reported that the patient presented to the clinic with a complaint of irritation. The patient felt uncomfortable with the way the device was implanted. The leads were causing a pulling sensation in the patient. Both the right atrial (ra) lead and the right ventricular (rv) lead were explanted, and new leads were implanted. The device remained in use. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The lead was returned due to irritation from the device. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.